Event description:
It was reported that the pt had experienced a change in therapy effect. The pt was experiencing increased baseline pain and spasticity. The symptoms occurred following an MRI in 2008 along with a refill and programming session change; the dose of baclofen 200 mcg/ml was decreased from 1083.5 to 1029 mcg/day. The rationale for the change was unclear as the pt just stated that they didn't want to be on as much baclofen. The pt was at home and it was unk if there were any alarms or other medical issues. The drug prescription and programming had not been confirmed. The health care provider planned to set up an appointment with the pt. It was thought that it may be as simple as the pt needing the dose increased.